Event description:
It was reported the nurse was unable to deflate retention balloon with syringe from the device.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Per the info provided, the end user was admitted to the facility with the device already inserted. The tubing was cut in order to release fluid from the retention balloon. Three additional attempts for info has been made on 10/14/2014, 10/16/2014 and 10/20/2014 with no pt/event details provided to date. No sample is expected to be returned. Should additional info become available, a follow-up report will be submitted. (B)(4).